Manufacturer narrative:
The device was received for investigation. The safety balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. The damage can also occur from overinflation. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). When the balloon is inflated sufficiently to occlude the artery there will be a slight distention of the external safety balloon. This is the end-point: stop inflation immediately at this point. The external safety balloon should not be inflated. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the balloon was leaking. No injury was reported to the patient.